Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50, serial/lot: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient developed right sided flank pain and experienced lead migration. The patient underwent a lead revision and was reprogrammed. The event was assessed as related to the procedure and stimulation. The event is resolving.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient developed right sided flank pain and experienced lead migration. The patient underwent a lead revision and was reprogrammed. The event was assessed as related to the procedure and stimulation. The event is resolving.

Manufacturer narrative:
Additional information was received that the patient described the pain as right sided back pain which radiated down to the hip and slowly increased in intensity. The pain first developed following the lead implant procedure, gradually reduced and the reappeared and progressively worsening. An x-ray showed anterior rotation in one of the leads was concluded that one of the leads was misplaced anteriorly. Patient medications and stimulation were adjusted and patient underwent a surgical replacement of both leads and device was reprogrammed. Event is not resolved. The event is assessed as related to the surgical procedure and study device stimulation.

Event description:
A report was received that the patient developed right sided flank pain and experienced lead migration. The patient underwent a lead revision and was reprogrammed. The event was assessed as related to the procedure and stimulation. The event is resolving.